Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 3.5-4/4t/40 symmetry balloon catheter was used in a percutaneous transluminal angioplasty (pta). However, during the procedure, the device got stuck with the 18in, 150cm guidewire and the system had to be removed as a single unit. The procedure was completed with a different device. No patient complications nor injuries were reported.